Event description:
It was reported that the patient was unable to set their ipg into MRI mode. Further investigation revealed high impedance on lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused impedance issue.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6) , batch: a000143653.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02498. Additional information indicated patient also experienced ineffective therapy. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-op.